Event description:
The hcp reported the pt experienced a loss of the intrathecal baclofen effect. An xray demonstrated the catheter to be sheared with the intraspinal fragment having dropped into the caudal sac. The hcp replaced the entire system to take advantage of the lower profile pump. The pt got immediately better in terms of spasticity, but some time thereafter, again experienced loss of the drug effect. Another xray was done that showed the new catheter had also sheared, leaving a second fragment down in the caudal sac.